Manufacturer narrative:
Additional information: h6, and h11. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Since the device was not returned; further analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was ¿clear fluid infiltration¿ in a novum iq large volume pump (lvp). This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.